Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was observed that the device's whole screen turns completely black and the displayed contents were not viewable. The device's lcd display was replaced to address the issue. In addition of the above evaluation, the right button reacted as if pressed twice when pressed only once. Therefore, the front panel/keypad led board was replaced. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue. The lcd display was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd display functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was observed that the device's whole screen turns completely black and the displayed contents were not viewable. The device's lcd display was replaced to address the issue. In addition of the above evaluation, the right button reacted as if pressed twice when pressed only once. Therefore, the front panel/keypad led board was replaced. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.